Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 21cm x 12mm ipp device with 100ml reservoir was implanted. It was further reported that the ipp was explanted due to failure of the inflate beginning (B)(6) 2019. "After removing device and testing it, there appeared to be nothing wrong with the device." The new ipp device was implanted successfully. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.